Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site email), g3, g6, h2, h6(investigation conclusions), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site address: (B)(6).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b3, b4, d8, d9 (device available for eval), e2, e3, e4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d10 (concomitant products). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, displacement to verify the anomaly. Equipment presents autofill error. Equipment with blood detector damaged. Replaced tubing, blood detect, iabp. Functional tests. Equipment suitable for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11 corrected fields-e1 (event site telephone, initial reporter name)